Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed and a slight scratch mark was noted on the external flat surface of the titanium adapter sleeve, not in the seal area. It is likely that the mark relates to tool marks when opening or closing the titanium adapter; the device met visual specifications. All box dimensions of the device received were measured and met specifications. Functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter disconnected from the patient¿s peritoneal dialysis (pd) catheter (non-baxter product); further described as "slipped off" from the catheter. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was connected to the adapter when the disconnection was observed; there was no allegation towards the transfer set. The adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.